Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. The insulin pump was programmed with a 2.0 units bolus and monitored. Units left on status screen matched the units left in reservoir. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose (B)(6) 2017, with blood glucose of 31 mg/dl at time of the incident. The customer also experienced low blood glucose of 66 m/dl during the 4 to 5 days they've been experiencing low blood glucose levels. The customer was not wearing the insulin pump during the incident within 48 hours. Troubleshooting was not completed but the customer believes that the pump may be over delivering insulin. On (B)(6) 2017, the customer had low blood glucose and emergency medical technicians came and treated the customer with glucose; the customer was also taken to the hospital. The insulin pump will be returned for analysis.